Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that a kissing balloon technique procedure utilizing a 6f sheath with an nc trek balloon dilatation catheter (bdc) is difficult, as there is much resistance advancing and removing the bdc through the sheath, in comparison to a non-abbott competitor. There were no reported patient effects. No additional information was provided.